Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known but customer believes it may have to do with stress. Customer consumed candy to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.